Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that the event occurred while in the cath lab during use. After the md inserted the ai-07126 via right femoral the balloon would not inflate. According to the user, the balloon inflated asymmetrically during the inflation test, but the balloon seemed usable. As a result, the device was removed. A new kit was used successfully via the same insertion site. There was no report of pt death, complication or injury. Medical/surgical intervention was not required. There was no delay or interruption in therapy noted. The pt outcome is good.